Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient was having to charge the ins more often because they noticed that their battery was 'wearing down' faster. The patient now charges once a week which is more often than before an noted that they have not charged their settings/programming since implant. Follow-up was conducted. No patient complications were reported.